Event description:
Report received from takeda customer service on (B)(6) 2024: did not activate when pressed down. As of (B)(6) 2024, no response from the reporter has been received although credible attempts have been made. If a response is returned at a later date and the sample is available, the complaint can be reopened.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified during the manufacture of fuv advate lot taa23013a, assembled with baxjectiii device sublot tata013b, there were no nonconformities, failures, or deviations documented in the batch record which could have contributed to the reported problem. A review of the monthly report ((B)(6) 2024) for advate bjiii was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for ytd2024 is approximately (B)(4) compared to 2022 (B)(4) and 2023 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.